Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod. The patient reports they had lost consciousness. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient had a computerized tomography (CT) scan administered. The patient was treated with 4 glucose tablets and intravenous fluids. The patients was told at the hospital they had received 3 or 4 units of insulin while wearing the pod in which was not needed by the patient. The patient was released from the hospital close to 3 days later. The patients pod will not be returned as it has been discarded.